Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, the fluid of the dyonics inflow tube did not flow or the pump was overpumping fluid. Also, "wrong/no instrument" error was also occasionally displayed. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported. Further details are not available.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection did not reveal any issues. A functional evaluation revealed that there was reduced flow at low rate due to a noisy impeller. The reported malfunction was not duplicated during functional testing. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that can contribute to the reported event include a faulty bearing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.